Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline fish mouthed at both ends following the procedure. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured aneurysm. The morphology was unknown at the time of the report. The aneurysm dimensions, landing zone and tortuosity was unknown. During follow up scans there was fish mouthing at the distal and proximal ends of the pipeline. The patient had headaches and some blurry vision post implant. An angio was scheduled to determine if the device was causing the issue. Dapt (dual antiplatelet treatment) was administered. The healthcare provider reported that the device was implanted and apposed perfectly. Additional information was received reporting hcp only has a cta as follow up at present, and that is where they saw the fishmouthing. They are due to perform an angiogram on the patient soon. The right ica looks quite narrowed just beyond the distal end of the stent. They do not know why the fishmouthing has occurred, it was not present when the stent was placed. It looks to be at both proximal and distal ends of the stent but they will know better on the follow up dsa. The patient had been well post elective treatment. The aneurysm was paraclinoid. Patient returned with headache which resulted in CT being performed, but no neurological deficit as of yet.